Event description:
Reporter alleged the blood glucose device measured 90 mg/dl back to back with a result of 497 mg/dl, when testing was performed 5 minutes apart. As a result of the comparison, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.